Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical portex sachet suction above cuff tracheal tube was used on a patient who was also placed on ventilator of an unknown brand at the hospital. The reporter noted the patient was admitted to the hospital due to respiratory failure and after tracheal intubation, the ventilator panel showed a large difference between the tidal volume and the exhaled volume value. When the doctor was close to the patient's mouth, gas could be felt from the mouth. Subsequently, the tracheal tube was removed and replaced with another tube of the same brand to complete the operation. After removing the product, the tracheal tube was checked and the reporter stated "an air leak was found in the airbag". No adverse patient effects were reported.